Event description:
Customer reported a button error alarm. The customer's blood glucose was 196 mg/dl. The customer could not recall any significant event leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).